Event description:
Clinical study. It was reported that 731 days after a coronary drug eluting stenting treatment procedure, the patient had a non q-wave mi and required a target vessel reintervention (tvr). Twenty-four days prior to the index procedure, the patient had an episode of prolonged chest pain, lightheadedness, and shortness of breath with exertion. The patient was admitted for the index procedure after an outpatient coronary angiogram. The patient had been reporting fatigue and poor energy. The procedure treated a 3.0 x 14 mm, 95% stenosed, mildly calcified, and mildly tortuous lesion in the mid right coronary artery (mid rca) with direct placement of a 3.0 x 16 mm taxus express2 drug eluting stent. Residual stenosis was 0%. There were no complications during the procedure. This procedure was performed on an outpatient basis. Following the procedure, the patient complained of shortness of breath and it was noted she had developed pulmonary edema. She was volume-overloaded from the weekend and also secondary to the contrast dye used during the cardiac catheterization. The patient was admitted the same day for emergent hemodialysis and subsequently did well. The patient had a consult for consideration of biventricular ICD placement the next day due to her severe congestive heart failure with left bundle branch block. The patient agreed to undergo the procedure. It was to be scheduled as an outpatient due to the current procedure schedule. During this hospitalization, the patient also had a four-vessel cerebral arteriogram which showed 50% stenosis at proximal portion of the right internal carotid artery. The remainder of the system showed only mild disease. The patient also had a hematoma in the right groin which was self-limiting but required two transfusions. The patient was discharged 3 days alter on aspirin and clopidogrel. At 729 days post index procedure, the patient was admitted with substernal chest pain. The patient was still taking clopidogrel and aspirin at the time of admission. ECG showed no significant st changes. Cardiac enzymes were negative. The site has confirmed that they wish to report this non-st elevation mi. At 731 days post index procedure, the mid rca was treated with direct placement of a non-bsc stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day. Discharge medications were not noted on the discharge summary. The cath report for the reintervention recommends aspirin and clopidogrel for 12 months. Per the investigator, the mi was probably related to the target vessel, but both the mi and tvr were unrelated to the taxus stent. In 2007, the clinical event committed concluded that the tvr was possibly related to the taxus stent, but the mi was not confirmed as the enzymes did not meet the study criteria.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.